Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in japan underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, a patient in japan underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2019, the patient experienced abdominal pain due to an intestinal calculus. On (B)(6) 2019, a test with contrast which revealed a tangled peg/j tube and food residue which had adhered to it. On (B)(6) 2019, the intestinal tube was removed orally and replaced with a new one. No further sample information is available.